Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was replaced due to rising thresholds and a decrease in sensing. The field representative confirmed no issues with the impedance measurements and no resulting adverse effects. There was no root cause identified; the lead was surgically abandoned.